Event description:
Man with end stage arthrosis of the right hip underwent right total hip arthroplasty on (B)(6) 2005. The hip stem broke 7 years later requiring surgical revision. Wright medical technologies size 52mm lineage solid acetabular component with a group ii 32mm ID alumina ceramic acetabular liner and a profemur s alpha size 16 femoral component with a long varus neck and a 32x+3.5 femoral head component.